Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in patient for endovascular treatment of an abdominal aortic aneurysm. The aorta was mildly calcified and was mildly tortuous. It was reported that during the index procedure, the device was inspected prior to use and no abnormality was observed. The contralateral limb was implanted on the right side under imaging with contrast. The physician measured the stent graft with calibrated catheter. Per the physician, the length of the stent graft measured 80 mm. The stent graft length listed on the packaging was 93 mm. As a result, the physician had to implant another stent graft. No additional clinical sequelae were reported and the patient is fine.